Event description:
It was reported that air bubbles were observed within multiple cartridges. Customer performed a supply change to address the issue. There was no adverse impact to customer¿s blood glucose level.